Event description:
(B)(6) boy had friction burn on the back of his hand that had been grafted during surgery, mepitel one was applied to the graft and then a secondary dressing on top. The boy was brought back to theatre 48 hours later, saline was poured over the dressing, which made the safetac tacky, the dressing was then removed, which also removed the skin graft.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The use of mepitel one for fixating grafts is within the intended use. There is a causal link to the product, although removal of the dressing already after 48 hours is deemed far too early. This is supported by the precautions located in the product instructions for use. "When mepitel one is used for fixation of skin grafts, the dressing should not be changed before the fifth day post application." No additional patient/ event information has been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted.